Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified: weight to the spec, crease fold, deformation. Cloudy and bubbles were observed after autoclave disinfection process. Based on the device analysis the final assessment is: no issues found related with the manufacturing process. The events of seroma-late and capsular contracture are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: implant exchange textured to smooth breast implants due to patient¿s concern with the product.

Event description:
Healthcare professional reported left side implant exchange from textured to smooth breast implants due to patient¿s concern with the product. Healthcare professional additionally reported "there was noted to be some fluid with in the pocket and fluid was taken for cytology bilaterally for alcl protocol" and "on the left there was noted to be a significant distortion of the breast" confirmed to be capsular contracture, baker grade was not noted. Device has been explanted.